Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which revealed an opened crack in the adapter port that runs linear and is jagged. From the damage observed in the photograph, it is evident that leakage would most likely occur. Although the failures stated in the reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. The photo provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
Our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which revealed an opened crack in the adapter port that runs linear and is jagged. From the damage observed in the photograph, it is evident that leakage would most likely occur. Although the failures stated in your reported issue were confirmed with the unit provided for investigation, bd could not establish a definite root cause. The photo provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva¿ closed IV catheter systems - dual port 20 ga 1.25 in experienced leakage at the connection site and the catheter adapter/connector/hub was cracked or broken. Product defects were noted during use. The following information was provided by the initial reporter: there's a tear in the three-way valve of a venflon, it led to a leakage.